Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the charging too often and the battery only lasting 4 days was that the ins battery was 7-8 years old. The patient said no steps were taken to resolve charging too often and the battery only lasting 4 days. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that she was having a problem with her device keeping it charged. The patient reported charging too often. The patient reported that her ins battery ¿used to last for 2 weeks, now just for 4 days¿ and said, ¿this started about a month ago¿ and confirmed it was in september. The patient reported that she hadn¿t made changes to her settings. No further complications were reported.